Manufacturer narrative:
Additional information received from the local sales representative indicated that the lead might have been disposed off at the procedure. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lv lead was repositioned with no success. This lv lead was explanted. No additional adverse patient effects were reported.